Event description:
It was reported that the patient had a broken implantable neurostimulator recharger (insr) belt. The patient reported charging more than expected. The issue started about a month and a week ago. The patient charges fully, but the charge would only last him about a day and it was supposed to last a month. The patient stated that when he charged he saw the battery with the water mark and it beeped. No medical or therapy problem was reported. The patient reported a fall about a month prior to report and before the fall the patient had a recharge interval of 2 weeks and the patient claims that his stimulation felt weaker since the fall. The patient was using one program and one group. The electrodes used on that program were 4 and 5 with electrode impedance between them was 836 ohms. The patient¿s settings were currently 6.1 volts and the patient varied between 6-7 volts, 330 ¿sec, 130 hz, and running 24/7. The therapy impedance for the group that the patient used was 762 ohms at 7.938 ma. At the patient¿s given parameters the patient¿s estimated recharge interval was about 5 days. The recharge stats from the physician programmer indicate that the patient was charging on average 1.1 hours every 2.7 days with 8 coupling bars, indicating that the patient was close to what would be expected for the charge interval. The patient stated that they were 100 percent confident that the implantable neurostimulator (ins) was going from 100 percent to 0 percent within 24 hours though the recharger stats did not reflect that. The physician programmer indicated some points were at 25 or 75 percent. Later it was reported that the manufacturing representative went over everything with the patient and they were able to demonstrate effective charging. The patient had a 50 percent symptom reduction, when the stimulator was off due to dead battery the patient¿s pain returns. The patient was instructed to go home and charge the battery. The patient was instructed to charge to 100 percent so that there would be evidence of his battery being full and then draining at a quicker than normal rate. The manufacturing representative had not heard from the patient further regarding issues with recharging and or weak stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: a01411002, lot# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).